Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis, elevated blood glucose of 330-440 and illness in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient had peritonitis. On an unreported date, the patient had an elevated blood glucose of 330-440. The nurse stated that on (B)(6) 2012, the patient was hospitalized for the events of elevated blood glucose as well as the peritonitis. The patient was treated with cefepime. It was assumed that the cause of the peritonitis might be due to the pets in the house but it was unknown. The patient had not yet been retrained. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date at home, the patient was very sick. Treatment not reported. At the time of this report, the patient was recovering from the peritonitis. It was not reported if the patient recovered from being sick. On an unreported date the patient recovered from the elevated blood glucose of 330-440. Per the nurse, the events were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot number 12d20h25 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.